Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two follow-up submissions from the same case. The other is (B)(4). Lot number was not provided so device history record review cannot be performed. The device was requested for evaluation but remained in the patient therefore the complainant's event could not be verified. Another non-arthrex device was also used in the procedure. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions.

Event description:
It was reported that during a subtalar fusion case the following items were implanted: arthrocell, 2.5cc (line 198890), 6.5x75mm headless compress screw (line 198892) and 6.5x80mm headless compression screw (line 198897). The patient has since developed an infection at the site. A culture has been done and came up negative. Follow-up investigation: patient developed a fever and foul odor from the incision on (B)(6) 2017 and was admitted to the hospital for implant removal, IV antibiotics and consult for PICC line with infectious disease doctor. The culture was (B)(6) for (B)(6). The patient was discharged on (B)(6) 2017 with oral antibiotics and PICC line. Patient to continue with oral antibiotics and PICC line until infection has resolved. When the infection resolves the patient will undergo revision fusion with autograft.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two follow-up submissions from the same case. The other is (B)(4). Lot number was not provided so device history record review cannot be performed. The device was requested for evaluation but discarded by the facility therefore the complainant's event could not be verified. Another non-arthrex device was also used in the procedure. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a subtalar fusion case the following items were implanted: arthrocell, 2.5cc ((B)(4)), 6.5x75mm headless compress screw (line 198892) and 6.5x80mm headless compression screw ((B)(4)). The patient has since developed an infection at the site. A culture has been done and came up negative. Follow-up investigation: patient developed a fever and foul odor from the incision on (B)(6) 2017 and was admitted to the hospital for implant removal, IV antibiotics and consult for PICC line with infectious disease doctor. The culture was positive for staphylococcus epidermidis. The patient was discharged on (B)(6) 2017 with oral antibiotics and PICC line. Patient to continue with oral antibiotics and PICC line until infection has resolved. When the infection resolves the patient will undergo revision fusion with autograft.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions from the same case. The other is (B)(4). Lot number was not provided so device history record review cannot be performed. The device was requested for evaluation but remained in the patient therefore the complainant's event could not be verified. Another non-arthrex device was also used in the procedure. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a subtalar fusion case the following items were implanted: arthrocell, 2.5cc ((B)(4)), 6.5x75mm headless compress screw ((B)(4)) and 6.5x80mm headless compression screw ((B)(4)). The patient has since developed an infection at the site. A culture has been done and came up negative.